Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on unknown date with blood glucose level was 600 mg/dl at time of incident and the current blood glucose level was 126 mg/dl. Customer was using insulin pump system within 12 hours of reported high blood glucose event. The insulin pump will be returned for analysis.